Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic adhesions ("pelvic adhesions") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 (per mr). Lot number: 20227512, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic adhesions ("pelvic adhesions") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 (per mr). Most recent follow-up information incorporated above includes: on 9-jun-2020: medical record received: lot number was added. Event medical device removal updated to pelvic pain. New events- uterine fibroids, abnormal uterine bleeding, pelvic adhesions added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.